Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that saline leaked from the bd discardit¿ ii syringe connection site during use. The following information was provided by the initial reporter: "while trying to inject saline into his peripheral venous line, when pressing on the plunger, the saline flowed backwards towards the plunger and dripped on my fingers. No seal between the plunger and the body of the syringe. Clinical consequences observed: none for the patient. But it remains a risky procedure since the defective material is directly connected to the patient. Syringe put aside, nurse team informed. Obviously new syringe used to make the injection."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval, yes. D10: returned to manufacturer on: 17-jan-2023. A device history record review was completed for provided material number 309110 and lot number 2209151. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, the affected sample was returned for evaluation by our quality engineer team. Through examination of the sample, leakage through the plunger rod was observed. Through magnified inspection, damage to the plunger rod component was identified. The leakage observed resulted from damage to the plunger lip component.

Event description:
It was reported that saline leaked from the bd discardit¿ ii syringe connection site during use. The following information was provided by the initial reporter: "while trying to inject saline into his peripheral venous line, when pressing on the plunger, the saline flowed backwards towards the plunger and dripped on my fingers. No seal between the plunger and the body of the syringe. Clinical consequences observed: none for the patient. But it remains a risky procedure since the defective material is directly connected to the patient. Syringe put aside, nurse team informed. Obviously new syringe used to make the injection."